Event description:
It was reported the device was in use for patient infusion with a total volume of 85 ml. The reporter stated the device was checked in the morning near scheduled end of infusion. Reporter stated the medication cassette was empty but the pump displayed remaining volume of 1.7ml. The reporter stated no "reservoir empty" or "occlusion alarm" occurred to indicate infusion was complete. No adverse effects reported.